Event description:
It was reported, "there is a hair/fiber in the packaging (seal area)" of the ep catheter. The device was not used.

Manufacturer narrative:
The complaint device was returned to stryker sustainability solutions (sss) for an evaluation. The device was returned in its sealed tyvek pouch with the original stryker label attached. The device was well placed in the grooves of the device holder. The tip protector on the device was intact in the packaging. The device was visually inspected, and a hair strand was observed to be caught in the sealed tyvek pouch of the device packaging. The hair strand was caught in the seal, between the mylar end and the clear end of the tyvek pouch. The device was reevaluated by a production operator to examine for seal integrity. The seal on the tyvek pouch was found to be intact, and no breach of sterility was detected. Based on the investigation, the root cause for the reported event is a result of an inspection error prior to distribution from sss. The reported event is not occurring more frequently or with greater severity than is usual for the device.